Manufacturer narrative:
In the case description, the user mentioned receiving a 30u bolus that was unprogrammed. They mentioned that the system increased a bolus by 28u with no input. Inspection of the insulin history confirmed that a 30u bolus was delivered on the date of occurrence. The calculations for the bolus showed that a 2.2u bolus was suggested by the bolus calculator and a user adjustment of 27.8u was made to the bolus to raise it up to 30u. Inspection of the android log files downloaded from the controller showed that the system recorded several user adjustments to the suggested 2.2u bolus, including one that made the bolus invalid due to being too large. The logs showed that the user was presented the bolus confirmation screen, during which they would see the full bolus details, and the user confirmed the delivery of the bolus. The bolus record confirmed that the bolus confirmed by the user was a total of 30u with a user adjustment of 27.8u. The log files confirm that the 30u bolus was programmed by the user. No issues were observed with the system.

Event description:
It was reported by the patient's father that they noticed that pod kept clicking, they checked and saw that the patient had been delivered 30 units of insulin somehow without commanding it to. The patient's father reported that for some reason it is saying that the original bolus was overridden and an additional 27 units were given. The patient was taken to the hospital and was provided d-10 and fluids through intravenous therapy. The patient was released after 1.5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.